Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (495 mg/dl) and insulin injections were administered to address the bg level. The cause of the high bg was not known. As the customer was not currently experiencing a high bg, tandem technical support advised the customer to discuss the event with a healthcare provider.